Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via online that they received emergency medical assistance due to low blood glucose, with blood glucose of 37 mg/dl at the time of the incident. The customer's sensor glucose was reading at 90 mg/dl at the time of the incident. The customer had another instance where the sensor glucose read 96 mg/dl but they were actually at 196 mg/dl. The customer was most likely wearing the insulin pump during the incidents. Troubleshooting was not completed as the post was anonymous. The insulin pump will not be returned for analysis.